Event description:
Caller reported lancet protruding from caps of multiclix device 1 and multiclix device 2. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for multiclix device 1, medwatch with identifier (B)(6) is for multiclix device 2.